Manufacturer narrative:
Qn# (B)(4). Associated MDR#s 3006425876-2023-00863; 3006425876-2023-00860.

Event description:
It was reported that "during insertion, the doctor obseved that the swg unraveled due to resistance on the needle when swg going through it. This happened twice with same lot/same patient. Clinical consequences: delay in treatment. Swg could not be removed through the needle so the needle was removed with it. Cvc inserted later if needed." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 3006425876-2023-00863. The customer returned one guide wire in its advancer for analysis. Signs of use were observed on the guide wire assembly. Visual analysis revealed that there was one kink towards the distal end of the guide wire. The distal weld appeared full and spherical. Microscopic analysis revealed that the proximal end of the coiled portion of the guide wire did not appear tapered as expected. Visual analysis could not be performed on the needle as it was not returned. The kink measured 388mm from the proximal tip of the guide wire. The overall length of the guide wire measured 45.1cm which is within the specification of 43.75-46.25cm per guide wire product drawing. The outer diameter of the guide wire measured 0.01795" which is within the specification of 0.0160"-0.0185" per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "raise thumb and pull arrow advancer approximately 4 - 8 cm away from introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into needle to further advance guidewire. Continue until guidewire reaches desired depth." The guide wire was inserted through a laboratory ars/21ga introducer needle subassembly and the guide wire was able to pass with little to no difficulty. Manufacturing was contacted as part of this investigation regarding the missing taper at the proximal end of the coil wire. They believe that the issue is "manufacturing related - had to occur on the supplier side before wire was packaged into protective tube." A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through examination of the returned sample. Visual examination revealed there was one kink on the guide wire and a missing taper at the proximal end of the coil wire. The introducer needle was not returned. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, the customer description, and feedback from manufacturing, the root cause was determined to be supplier related. A non-conformance was initiated to further investigate the issue of the missing taper at the proximal end of the coil wire. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion, the doctor obseved that the swg unraveled due to resistance on the needle when swg going through it. This happened twice with same lot / same patient. Clinical consequences: delay in treatment. Swg could not be removed through the needle so the needle was removed with it. Cvc inserted later if needed.". Additional information was requested but was not available at the time of this report.